Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the delay to the procedure due to the reported issue was estimated to be ten minutes.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the omitter went out. The manufacturing representative replaced the omitter. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Product ID: 9733320r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was not communicating with the em box, and the emitter details prompted the site to power cycle the system. The site rebooted the system and did not resolve the issue. It is unknown if there was a delay in the procedure and the patient impact is not known.